Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced electromagnetic interference (emi) which had triggered a right ventricular (rv) lead failure predictor of a lead integrity alert. The device remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.